Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient has suffered pain and suffering; grinding of the hip joint, clicking, popping, difficulty walking, physical limitations, an inability to engage in his usual social and recreational activities, wage losses, medical expenses, elevated cobalt and chromium levels in his blood, and permanent disability and disfigurement. Doi: (B)(6) 2007 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time. Dor: (B)(6) 2012. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; cloudy fluid; aldal response; granulomatous material and some black stained material in the hip joint; corrosion like debris around the neck; fair amount of granulomatous tissue around the cup; fibrinous debris in the head. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.